Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00977. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the fourteen (14) products returned identified only two (2) products confirmed the presence of crease and/or fold in the seal of the pouches. Device history record was reviewed and no discrepancies relevant to the reported event were found. A manufacturing deficiency was considered as the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was package defect and crease on the sealing area. There was no patient involvement.